Manufacturer narrative:
Previously reported on (B)(4) with MDR # 3003832357-2025-000598. A complaint investigation has been conducted on (B)(4) with MDR # 3003832357-2025-000598.

Event description:
This report is based on information provided by remote service engineer rse, philips field service engineer fse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls man defibrillator, indicating that the unit failed preventive maintenance, no audible alerts when the ECG cables were detached. The device was not in use during this event, therefore no patient involvement.